Event description:
A peritoneal dialysis (pd) patient's sister reported that the patient was hospitalized on (B)(6) 2025 with an infection, blood clots, stroke and myocardial infarction. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with complaint of abdominal pain. The nurse also stated the patient had been ill with concomitant covid infection. The patient had a pd culture obtained (in the pd clinic) which had an elevated white blood cell (wbc)count and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for suspected peritonitis. Per the nurse, the patient was recovering and continuing pd treatment with the same cycler. The nurse stated that the subsequent hospitalization (on (B)(6) 2025) was not related to dialysis or fresenius products. The pd nurse could not provide the exact cause of the suspected peritonitis. The nurse stated the patient denied a breach in (aseptic) technique. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's sister reported that the patient was hospitalized on (B)(6) 2025 with an infection, blood clots, stroke and myocardial infarction. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with complaint of abdominal pain. The nurse also stated the patient had been ill with concomitant covid infection. The patient had a pd culture obtained (in the pd clinic) which had an elevated white blood cell (wbc)count and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for suspected peritonitis. Per the nurse, the patient was recovering and continuing pd treatment with the same cycler. The nurse stated that the subsequent hospitalization (on (B)(6) 2025) was not related to dialysis or fresenius products. The pd nurse could not provide the exact cause of the suspected peritonitis. The nurse stated the patient denied a breach in (aseptic) technique. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.